Event description:
Medtronic received information that during the implant of this 26 mm open pivot mechanical valve, it was explanted and replaced with a competitor's valve. The reason for the replacement was reported due to the valve leaflets not openng/closing smoothly. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mechanical valve was inspected prior to use, was fully sutured and tested prior to removal. It was stated that leaflet motion was tested with the blue actuator during the implant procedure and the valve rotated within the annulus in attempt to obtain appropriate leaflet motion. It was reported that the physician feels this was a case of patient prosthesis mismatch and choose to implant a different size valve due to valve sizer measurement. The physician feel the cause of the leaflets not moving properly was due to sizing issues and there was no impingement of the valve leaflets. The valve was replaced with a 25mm non- medtronic valve and no adverse patient effects were reported.